Event description:
Pt just passed away due to a septic-shock peritonitis. Pt was on peritoneal dialysis, for about 7 years. In may 2003, reporter took the pt for the monthly check up to the nephrologist at hospital, she took a sample of the pt's peritoneum fluid to be tested as she always did per doctor's protocol. It was clear as water, reporter saw the sample. That day the doctor told the pt that they were 10 lbs fluid overloaded, so the doctor changed their dialysis treatment. Pt used to get 3 bags of peritoneal dialysis solution 2.5% dextrose. Their treatment was changed to 2 bags of peritoneal dialysis solution of 4.25 and one bag of 2.5%. Pt did not have solution 4.25 at home, so the doctor's office gave pt around 4 boxes of solution 4.25%. All that week the pt was doing well, even though they were 10 lbs overweight, pt did not have any complaints. Wednesday, thursday and friday, pt was fine, no complaints. Even friday evening, reporter took the pt to get a hair cut and shopping, then they went home, they ate and watched tv. Pt used to live with another family member. Reporter went home and they called the pt around 11 pm, pt told them that they just connected self to the dialyzer machine. Saturday morning, pt called the reporter around 8 am, stating that they were very sick, pt was having chills and body ache, reporter told the pt that they were on their way there. Pt called them again, 5 minutes later, stating that they were going to the hospital. Reporter met the pt at the ER. Pt was admitted with temp 102. Reporter thought that maybe the pt was dehydrated because they were removing more fluid with the new dialysis treatment changed per nephrologist. Reporter did not think peritonitis because pt did not complain of abdominal pain, nausea, vomiting, fever or chills for the last 2 days, and besides, they were was just checked for peritonitis, but just to be safe, reporter asked the ER doctor to check the pt's peritoneum fluid for peritonitis, he said he was, but he never did. They gave the pt antibiotics. Reporter was in the ER from 9 am till 2:30 pm, pt was put in the hall of the ER because they were busy, they needed the room where pt was for other pt. Another family member arrived around 4:00 pm, they noticed that pt looked sick. They asked the nurses to check the pt's b/p. It was in the 80's and kept dropping to the 60's, finally they decided to bring the pt to the ICU. They put the pt on meds. Sunday around 2 am, the nurses and the resident of ICU said that when they were going to drain the pt's catheter to start the pt's dialysis, they noticed pus coming out with the drainage that was also cloudy. This is when the doctors knew that the pt had a severe peritonitis. Pt was intubated at 9:00 am, then they took the pt for surgery for the removal of their catheter around 1:00 pm, besides her b/p was still low, in the 80's. At the same time they did a laparoscopy, to be sure that pt's peritoneal area was not ruptured, which it wasn't. They kept pushing and pushing fluids, the pt was like a balloon ready to burst, no output at all, pt did not have a temporary dialysis access, reporter knew their concern was to bring the pt's b/p up, but there was no success. Pt went into septic shock and died. The question is: how did pt have "pus" so soon, without any other early signs or symptoms, like pt had before: nausea, vomiting, abdominal pain, fever or chills. Besides, pt's fluid was checked 2 days before this. Reporter is sure something happened friday night, either the solutions, tubing supplies or the pt's machine. Pt was very clean and careful. Pt was so happy, because they were planning to take the pt to see their spouse. Pt was very careful.